Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold has risen during the last few months, as per lead trends. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in-clinic, and reprogramming was performed for the rv lead output. No patient complications have been reported as a result of this event.